Manufacturer narrative:
(B)(4): this report is being submitted late due to a delay by a MFR employee. Training is in place. Results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
Received info that during surgery when the surgeon tried to connect the lead with the ipg, electrodes 0-7 showed impedances over 10,000 ohms. Then they tried to connect electrodes 8-15 with the ipg but impedances were also over 10,00 ohms. The physician tried five times but the ipg was not working. A medtronic rep also tried the connections and still the ipg did not work. The ipg was replaced with a new one and checked with the n'vision clinician programmer and it functioned normally. No info was provided as to why the patient needed this surgery. Add'l info has been requested and if received a f/u report will be sent.